Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced an infection. It was further reported that the icm data collection was programmed off. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.